Manufacturer narrative:
The insulin pump was received not stuck in the manufacturing mode. However the insulin pump was received with scratched case, pillowing keypad overlay, broken reservoir tube lip and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the reservoir compartment was cracked. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.